Event description:
After total knee arthroplasty, wound remained red, swollen and uncomfortable. Components were removed and spacer was placed.

Manufacturer narrative:
Engineering eval of the returned tibial tray noted scratches on the outside rail consistent with device extraction. The posterior bottom of the tray contains some bone cement. The screw cap covers were not present. There was bone cement on the affixed stem. There were deformations in the female mushroom, anterior surface and side rail also consistent with device extraction. The device history record review provides assurance the part was accepted with conformance to the product requirements.